Event description:
Boston scientific received information that during a routine follow up, this right ventricular (rv) lead exhibited a loss of capture for an unknown duration. A revision procedure was performed and this lead was explanted and successfully replaced. The lead was discarded at the hospital and will not be returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
To date the explanted lead was discarded at the hospital and will not be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.